Manufacturer narrative:
(B)(4).

Event description:
The returned complaint device was visually inspected and no defects were found. A hardware error code was observed during a review of the downloaded data log. The reported event of a hardware failure was confirmed. The root cause was determined to be a hardware component failure.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Dexcom technical support had the patient's mother perform a reset and the reset was unsuccessful for reported issue. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).